Event description:
Surgeon reports an intraocular lens with a broken haptic was inserted. The wound was widened in order to remove the lens. The surgeon states it was a handling issue and he does not feel the event was due to insufficient quality of lens.